Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched on (B)(6) 2018 for low blood glucose. Blood glucose reading was 40 mg/dl. The customer was treated with a manual injection for their low. Customer's current blood glucose was 208 mg/dl. It was reported the customer has experienced low blood glucose for 1 day. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.